Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a discoidal resection for endometriosis, a leak was identified during the procedure, and a leak test (pneumatic test) was performed with a positive result. The anastomosis was reported to be leaking content, and the staple line was described as incomplete on the posterior side after the stapler was fired while the green window was on. Suturing was performed as a staple line replacement to address the leak and incomplete staple line. The procedure time was extended by 30 minutes.